Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. They allege that patient had a revision of the cup and insert. They also mention pain. Complaint was reopened to add the cup, insert, and head. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for the cup and metal insert part and lot number combinations; one prior report for the head part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the sleeve and stem. The stem spine broke on the distal portion. No in-growth after 4 years. **update** (B)(6) 2011 - litigation papers received. They allege that patient had a revision of the cup and insert. They also mention pain. Complaint was reopened to add the cup, insert, and head.

Manufacturer narrative:
Previous review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.